Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of an atypical alarm and a communication issue were unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (B)(4) for review that showed events spanning approximately 3 days (20jan2025 ¿ 23jan2025 per timestamp). There were no notable alarms active in the log file that would indicate an issue with the system controller. Additional information provided on 06mar2025 stated the hcp did not request return for analysis. A root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller replacement alarm did not occur, but when the system monitor was connected during an outpatient visit on (B)(6) 2025, information was not transmitted. When visiting the hospital on (B)(6) 2025, the system controller was exchanged. After the exchange, system controller log file downloads were possible. Log files were submitted for review and contained clusters of pulsatility index (pi) events as well as routine power source changes between 20jan2025 to 23jan2025. There were no other unusual alarms or events.